Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that a patient¿s blood glucose (bg) levels reached 648 mg/dl while wearing the pod for longer than 48 hours on the infusion site (arm). The patient¿s blood glucose (bg) levels were rising they started to take the patient to the hospital when the patient¿s spouse noticed that the patient could not comprehend what was going on, turned the patient to the left and noticed hand was all cramped up. The emergency medical technician (emt) was call because the patient was non responsive to the spouse and they did a bg level check and the patient was at 900 mg/dl and was taken to the hospital. The patient stated that they are still comatose, is still experiencing those effects and slowly recovering. Patient was treated with insulin drip and put in lisinopril like a blood pressure pill to protect their kidneys they did not tell them how long they needed to take the medicine for they said it might be for life. Patient states that after they removed the pod, delivering 25 of one kind of long acting insulin and 14-18 of another kind of insulin novolog and they can¿t remember the other name of the insulin they used. Patient believes the doctor discarded the pod so device is not available for return.